Event description:
A user facility reported that following intraocular lens (iol) implant surgery, a patient's iol decentered due to a bent haptic. The user facility reported a second surgery was conducted to reposition the iol but the haptic kept bending back during repositioning; therefore, the surgeon removed the iol and replaced it with another iol. The surgeon reported the outcome of the event as "poor" and the prognosis as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested via phone on 07/31/2008 and via fax and mail on 08/01/2008 and 08/14/2008. A completed questionnaire was received.